Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 315 mg/dl, 122 mg/dl, 109 mg/dl and 118 mg/dl. Customer no longer has strips used during the event. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.